Event description:
Additional information received indicated that surgical intervention was undertaken on (B)(6) 2020, wherein the ipg was explanted and replaced due to the device displaying the end of service (eos) message. It is unknown if the elective replacement indicator (eri) message was triggered. Effective therapy was restored post-operatively.

Manufacturer narrative:
Correction: section b1 product problem should have been checked off instead of being unchecked. Section b5 should have stated "additional information received indicated that surgical intervention was undertaken on (B)(6) 2020, wherein the ipg was explanted and replaced due to the device becoming inoperable. Effective therapy was restored post-operatively." Instead of what was stated in additional report 2. Section h6 medical device problem code should have been 3283 instead of being blank in additional report 2. All of these corrections are reflected in this additional report 3.

Event description:
Additional information received indicated that surgical intervention was undertaken on (B)(6) 2020, wherein the ipg was explanted and replaced due to the device becoming inoperable. Effective therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is unknown. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient may undergo surgical intervention at a later date. No additional information at this time.